Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. The blood glucose entries were reviewed and had the following readings: 129 mg/dl, 142 mg/dl, 165 mg/dl and 202 mg/dl. The customer's blood glucose was 221 mg/dl at the time of call. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.